Event description:
During revision surgery, the surgeon noted a liquid bubble under the silicone. Analysis of the device revealed a device malfunction. Explantation/reimplantation surgery was performed in 2003.